Event description:
Customer reported expereincing two incidents of leakage when using pump set. Leakage was reported to occur at the cassette inlet valve. No pt injury was reported. No further info is available.